Event description:
The following has been reported: biomed reported: ivenix lvp (sn: (B)(6)) that continuously alarms for "reload cassette, tubing set not recognized" after the cassette is loaded. Custo, ER tried cleaning the device multiple times but the alarm keeps reappearing when a cassette is loaded. A preliminary review identified the following issue: sensor hardware failure (set ID sensor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.